Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use and is located within a clear plastic bag. Blood residue is visible on the surface and within the catheter tubing. The condition and characteristics of the catheter could not be clearly inspected from the photo and due to the lack of a returned physical sample. Since the presence of a leak could not be seen from the image, the complaint could not be confirmed and remains inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had the catheter placed in (B)(6) 2020. On (B)(6) 2021, a sand hole was found with the catheter portion placed underneath the skin and fluid leaks occurred. The catheter was therefore removed. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had the catheter placed in (B)(6) 2020. On (B)(6) 2021, a sand hole was found with the catheter portion placed underneath the skin and fluid leaks occurred. The catheter was therefore removed. No other information was provided.